Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow block alarm. Moreover, insulin did not exit with plunger push no further information available.

Manufacturer narrative:
(B)(6).